Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc). A gradient of 16 mmhg was observed. Post-implant balloon aortic valvuloplasty (bav) was performed using a 20mm balloon. It was reported that the balloon caused the valve to dislodge, resulting in paravalvular leak (pvl). A non-medtronic transcatheter valve was subsequently implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that paravalvular leak (pvl) was moderate. Updated event description if information is provided in the future, a supplemental report will be issued.